Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent exam under anesthesia, placement of suburethral sling (advantage) on (B)(6) 2012, due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a mesh removal surgery on (B)(6) 2011 due to vaginal mesh erosion, incontinence and dyspareunia. (B)(4).